Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. This evaluation was not able to establish a relationship between the failure reported and the device. The visual inspection found no defects, and the functional evaluation found no fault. The device was fully tested and performed within expected parameters. The device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. A review of this complaint case revealed there were no patient injuries reported. Per e-mail communication the reported issue was resolved by re-wrapping and replacing the device. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The risk file has been reviewed, which contains delayed wound healing as a harm associated with leaks, blockages or kinks in tubing leading to no negative pressure being delivered. However, no harm was reported. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the console keeps ringing. The alarm mentions that the canister is full when it is not. The re-wrapping resolved the incident while waiting for the new console which was changed. The device is available for analysis. No patient harm reported.